Event description:
It was reported that the patient underwent a surgical procedure to remove this tactra malleable penile prosthesis due to erosion of the right corpora and glans. The device was explanted without complication. The patient was reported to be fully recovered.